Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/migration of essure device ,location of device: perforated fallopian tube") in a 31-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: aviane in 2004 and depo-provera from 2002 to 2003; for bleeding: yasmin from 2003 to 2004. Past adverse reactions to the above products included adverse drug reaction with aviane and yasmin; and cyst with depo-provera. On (B)(6) 2008, the patient had essure (ess205) inserted. In january 2010, the patient experienced urinary tract infection ("urinary infection/ uti"), migraine ("migraines"), headache ("headaches") and seasonal allergy ("seasonal allergies"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In april 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In february 2017, the patient experienced nausea ("nausea/ nausea around scheduled monthly menstrual cycle"). In june 2017, the patient experienced vaginal discharge ("vaginal discharge/ yellow green discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, cystitis ("bladder infection"), dysgeusia ("metallic taste") and device expulsion ("essure to be visualized on the right side of the uterus"). The patient was treated with surgery (laparoscopic salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017 at the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, seasonal allergy and device expulsion outcome was unknown and the vaginal discharge and dysgeusia had resolved. The reporter considered cystitis, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, nausea, seasonal allergy, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 27-mar-2009: total bilateral occlusion; on 24-aug-2017: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, malpositoned of essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), bladder infection, urinary infection/ uti, migraines, headaches, perforated fallopian tube, nausea/ nausea around scheduled monthly menstrual cycle, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge/ yellow green discharge, uti, seasonal allergies and metallic taste. Events per mr: essure to be visualized on the right side of the uterus. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/migration of essure device ,location of device: perforated fallopian tube"), embedded device ("essure device were noted to be embedded in fallopian tubes") and procedural haemorrhage ("were you advised of any complications that occurred at the time of essure placement procedure? Yes information: excessive bleeding") in a 31-year-old female patient who had essure (batch no. 126015-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spinal operation in 2007. Previously administered products included for birth control: aviane in 2004 and depo-provera from 2002 to 2003; for bleeding: yasmin from 2003 to 2004. Past adverse reactions to the above products included adverse drug reaction with aviane and yasmin; and cyst with depo-provera. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary infection/ uti"), migraine ("migraines"), headache ("headaches") and seasonal allergy ("seasonal allergies"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced nausea ("nausea/ nausea around scheduled monthly menstrual cycle"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge/ yellow green discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, embedded device (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), device expulsion ("essure to be visualized on the right side of the uterus//mal positioned essure") and dysgeusia ("metallic taste"). The patient was treated with surgery (laparoscopic salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, vaginal discharge and dysgeusia had resolved and the procedural haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia and seasonal allergy outcome was unknown. The reporter considered cystitis, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, headache, menorrhagia, migraine, nausea, procedural haemorrhage, seasonal allergy, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2017: total bilateral occlusion perforation (fallopian's). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, malpositioned of essure,device embedded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received:event device embedded and reporters added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/migration of essure device ,location of device: perforated fallopian tube'), embedded device ('essure device were noted to be embedded in fallopian tubes') and procedural haemorrhage ('were you advised of any complications that occurred at the time of essure placement procedure? Yes information: excessive bleeding') in a 31-year-old female patient who had essure (batch no. 126015-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal operation on (B)(6) 2007. Previously administered products included for birth control: aviane in 2004 and depo-provera from 2002 to 2003; for bleeding: yasmin from 2003 to 2004. Past adverse reactions to the above products included adverse drug reaction with aviane and yasmin; and cyst with depo-provera. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vulvovaginal pain ("vaginal pain"). In (B)(6) 2010, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary infection/ uti"), migraine ("migraines"), headache ("headaches") and seasonal allergy ("seasonal allergies"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced nausea ("nausea/ nausea around scheduled monthly menstrual cycle"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge/ yellow green discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, embedded device (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), device expulsion ("essure to be visualized on the right side of the uterus//mal positioned essure/migration of essure device location of device: uterus,") and dysgeusia ("metallic taste"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and laparoscopic salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, vaginal discharge and dysgeusia had resolved and the procedural haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, seasonal allergy and vulvovaginal pain outcome was unknown. The reporter considered cystitis, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, headache, menorrhagia, migraine, nausea, procedural haemorrhage, seasonal allergy, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: coils appear well positioned in relation to the cornua diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: perforation; on (B)(6) 2017: essure is visualized on the right side of the uterus. Retroverted uterus. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2017: results: total bilateral occlusionperforation (fallopians). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, malpositoned of essure,device embedded.essure is visualized on the right side of the uterus. Retroverted uterus,dysmenorrhea ,menorrhagia. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received. Fu 6 and 7 processed together.event: vaginal pain were added.lab data were added. On 26-sep-2019: pfs received. Fu 6 and 7 processed together. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/migration of essure device ,location of device: perforated fallopian tube"), embedded device ("essure device were noted to be embedded in fallopian tubes") and procedural haemorrhage ("were you advised of any complications that occurred at the time of essure placement procedure? Yes information: excessive bleeding") in a 31-year-old female patient who had essure (batch no. 126015-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal operation in 2007. Previously administered products included for birth control: aviane in 2004 and depo-provera from 2002 to 2003; for bleeding: yasmin from 2003 to 2004. Past adverse reactions to the above products included adverse drug reaction with aviane and yasmin; and cyst with depo-provera. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary infection/ uti"), migraine ("migraines"), headache ("headaches") and seasonal allergy ("seasonal allergies"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced nausea ("nausea/ nausea around scheduled monthly menstrual cycle"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge/ yellow green discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, embedded device (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), device expulsion ("essure to be visualized on the right side of the uterus//mal positioned essure") and dysgeusia ("metallic taste"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and laparoscopic salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, vaginal discharge and dysgeusia had resolved and the procedural haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia and seasonal allergy outcome was unknown. The reporter considered cystitis, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, headache, menorrhagia, migraine, nausea, procedural haemorrhage, seasonal allergy, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: perforation. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2017: results: total bilateral occlusion perforation (fallopians). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, malpositioned of essure,device embedded. Amendment: the report was amended on (B)(6) 2019 for the following reason: information and references from case (B)(4) were entered as it was a duplicate from this case. Reporter's information was updated and new reporters were added. No new follow-up information was received from the reporter. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/migration of essure device ,location of device: perforated fallopian tube") and procedural haemorrhage ("were you advised of any complications that occurred at the time of essure placement procedure? Yes. Information: excessive bleeding") in a 31-year-old female patient who had essure (batch no. 126015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spinal operation in (B)(6). Previously administered products included for birth control: aviane in (B)(6) and depo-provera from (B)(6) to (B)(6); for bleeding: yasmin from (B)(6) to (B)(6). Past adverse reactions to the above products included adverse drug reaction with aviane and yasmin; and cyst with depo-provera. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary infection/ uti"), migraine ("migraines"), headache ("headaches") and seasonal allergy ("seasonal allergies"). In (B)(6), the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced nausea ("nausea/ nausea around scheduled monthly menstrual cycle"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge/ yellow green discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, procedural haemorrhage (seriousness criterion medically significant), dysgeusia ("metallic taste") and device expulsion ("essure to be visualized on the right side of the uterus"). The patient was treated with surgery (laparoscopic salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, procedural haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, seasonal allergy and device expulsion outcome was unknown and the vaginal discharge and dysgeusia had resolved. The reporter considered cystitis, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, nausea, procedural haemorrhage, seasonal allergy, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2017: total bilateral occlusion perforation (fallopians). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, malpositoned of essure. Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received. Reporters information were updated. Lot number added. Event : procedural bleeding added. Lab data, historical condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/migration of essure device ,location of device: perforated fallopian tube") and procedural haemorrhage ("were you advised of any complications that occurred at the time of essure placement procedure? Yes information: excessive bleeding") in a 31-year-old female patient who had essure (batch no. 126015-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spinal operation in 2007. Previously administered products included for birth control: aviane in 2004 and depo-provera from 2002 to 2003; for bleeding: yasmin from 2003 to 2004. Past adverse reactions to the above products included adverse drug reaction with aviane and yasmin; and cyst with depo-provera. On (B)(6) 2008, the patient had essure inserted. In january 2010, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary infection/ uti"), migraine ("migraines"), headache ("headaches") and seasonal allergy ("seasonal allergies"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In april 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In february 2017, the patient experienced nausea ("nausea/ nausea around scheduled monthly menstrual cycle"). In june 2017, the patient experienced vaginal discharge ("vaginal discharge/ yellow green discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, procedural haemorrhage (seriousness criterion medically significant), dysgeusia ("metallic taste") and device expulsion ("essure to be visualized on the right side of the uterus"). The patient was treated with surgery (laparoscopic salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, procedural haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, seasonal allergy and device expulsion outcome was unknown and the vaginal discharge and dysgeusia had resolved. The reporter considered cystitis, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, nausea, procedural haemorrhage, seasonal allergy, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 27-mar-2009: total bilateral occlusion; on 24-aug-2017: total bilateral occlusionperforation (fallopians) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, malpositoned of essure. Most recent follow-up information incorporated above includes: on 6-nov-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she had surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.